Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced weakness and numbness located in their legs. As a result, the patient underwent surgical intervention wherein the scs system was explanted.